Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric user on the ilet with dexcom g7 experienced significant blood glucose variability shortly after starting therapy, including episodes of hyperglycemia up to 396 mg/dl for over two hours with alerts, and hypoglycemia down to 38 mg/dl for approximately two hours, in the context of missed four-hour spacing between meals and multiple dinner announcements, along with early algorithm adaptation. Symptoms included sweating and a subjective feeling of being low. Outcomes included no hospitalization, no ketone testing, no professional medical intervention, and self-management with oral carbohydrates including juice and fruit snacks. Investigation included review of device use patterns, user education on meal announcements, spacing between meals, the early algorithm learning period, and the 15-15 rule for hypoglycemia. Investigation of this case revealed use-related factors, specifically incorrect or repeated meal announcements and suboptimal meal spacing during the initial learning phase, with no report of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement and timing during early adaptation, addressed through troubleshooting and education.